Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.